Event description:
Customer reported that a patient had an incisional hernia repair in 2007. The patient reportedly presented to another hospital on approx six months later with fever. CT scan revealed an infection. Patient was prescribed antibiotics. On the same day, patient reports skin opened up with fluid loss from wound. Patient returned to the hospital where she was admitted and was taken to surgery for repair of the infection on two days later. The mesh was removed, and patient placed on a wound vac for further healing.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.